Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the local staff replaced and repaired the pressure sensor assembly in (B)(6). 2023 and returned c1 to the hospital after confirming that the phenomenon had been corrected. However, the same phenomenon occurred again, and technical event:233003 and technical event:233004 were also displayed. The hospital staff became angry and complained that the pressure sensor assembly must have been initially defective. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the local staff replaced and repaired the pressure sensor assembly in january 2023 and returned c1 to the hospital after confirming that the phenomenon had been corrected. However, the same phenomenon occurred again, and technical event:233003 and technical event:233004 were also displayed. The hospital staff became angry and complained that the pressure sensor assembly must have been initially defective. No patient harm or consequences.